Manufacturer narrative:
--Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. The event is considered to be the onset of patient pain 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 6. As explained within section b5, explanted date (b7) could not be confirmed. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Per item 5 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 10. Section h9 n/a to this report. 11. No files attached to this report. --corrected information provided in follow-up submission a1 b3 b4 b5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. B6 b7 d1 d2 - common device name (product code is correct in initial submission) d3 - establishment name and address corrected, fax number added d4 - catalog #, serial # d6. D7 d9 e4 section f n/a to this report. G1, g2 - establishment name and address corrected, fax number added g3 - report source corrected to health professional and distributor and selection for company representative removed. G5 h1 h6 h9 h10 - corrected data. --additional information provided in follow-up submission. D4 - lot #. G1 - name, telephone number, and email are added as a different person is submitting this follow-up submission than submitted the inital submission. G7 . H2 . H10 - additional manufacturer narrative. --investigation summary. -device history record (DHR) review. While the specific screw length and associated lot number could not be identified, the following part numbers / lot numbers were identified as possibilities upon review of the associated sales data and the corresponding dhrs were reviewed for any significant events (i.e. Nonconformances (ncrs), reworks (rwks), deviations) that may correlate to the reported event: 2.4mm x 16mm cannulated screw (200-24-016). 1. Tsl004481 [manufactured 01/04/2017, UDI (B)(4)] which had no associated rwks or deviations. Tsl004481 had one (1) associated ncr: ncr 16-330. 2.4mm x 24mm cannulated screw (200-24-024) 1. 75gi2719 [manufactured 07/27/2009, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Ncr 16-330 was initiated for one (1) sample out of 264 failing for the cross head feature measuring overspecification. The part was scrapped as it may have resulted in poor engagement with the driver. As the lot underwent 100% final inspection, all nonconforming parts were identified and scrapped. Thus, ncr 16-330 does not correlate to the reported event. As a result of the DHR review, it is concluded that there are no issues that correlate to the reported event.

Event description:
Doctor 1 corrected a bunion on a 55-year-old female patient on (B)(6) 2018 using the minimally invasive bunion (mib) plating system. According to the trilliant sales representative at the case, the patient came in for her post-op review with report of pain (exact date unknown). Doctor 1 removed the proximal 2.4mm x xxmm tiger cannulated screw from the site on (B)(6) 2018 or (B)(6) 2019 (exact date unknown) and left the plate hole empty. The removed 2.4mm x xxmm tiger cannulated screw (200-24-0xx) will not be returned to corporate for review as it was discarded during the removal.

Manufacturer narrative:
An event was reported involving a 2.4mm tiger cannulated screw backing out of an mib plate leading to a revision surgery. In this instance, the mib plate was implanted on (B)(6) 2018. The tiger cannulated proximal screw was reported to be backing out and was removed on either (B)(6) 2018 or (B)(6) 2019. Very little case information was provided. Lot numbers of screws and the mib plate were not provided. Parts were not returned to corporate for evaluation. Case information was not available regarding the initial implantation. The complaint log was reviewed and a total of 12 similar events have been identified. Due to the limited information provided, a root cause of this event cannot be determined.

Event description:
Dr. (B)(6) corrected a bunionectomy on a (B)(6) female patient on (B)(6) 2018 using the minimally invasive bunion plating system. According to todd joslin, our trilliant sales representative at the case, the patient came in for her post-op review with report of pain sometime between (B)(6) 2018 and (B)(6) 2019 (exact date unknown). Dr. (B)(6) removed the proximal tiger screw from the site on (B)(6) 2018 or (B)(6) 2019 (exact date unknown) and left the plate hole empty. The removed 200-24-0xx tiger cannulated screw will not be returned to corporate for review as it was discarded during the removal.